Manufacturer narrative:
The product has been requested. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. Review of the complaint history reveals other reports have been received for this product for the reported issue.

Event description:
Facility reports "ivpb hung to run over 4 hours. Within 45 minutes the bag was 3/4 empty. It appeared to have run back into the primary bag. Rn checked how bag was hung, and changed to normal saline as the piggy back to test reflux valve on primary tubing. Fluid from secondary bag ran freely into primary bag." No patient injury and no medical intervention required. No additional information available.